Manufacturer narrative:
Product complaint # (B)(4). Reporter is company representative. Investigation summary: the complaint device was received and evaluated. The device was functionally tested. The grasper jaws would not open/close, confirming this complaint. It is possible that the shear pin may have broken internally. However, there is no way of confirming it since that is an internal component. The shear pin is design to break if excessive force was used on the jaws to prevent the jaws from breaking, therefore this could be the possible root cause for the reported failure, however a specific root cause could not be determined. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the sales rep via that during a shoulder repair procedure the customer's straight penetrating grasper jaws would not close. The case was completed with another like-device with no patient harm or delay. The device is being returned for evaluation.